Event description:
During placement, the driver got stuck in the implant and it was impossible to disengage it. The doctor therefore had to remove the implant and place a new one in order to complete the procedure. New information received on november 5, 2024 upon review/inspection of returned product, the implant drive feature was damaged.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient information: unknown / not provided. D1: brand name unknown / provided. D4: additional device information: unknown / not provided. G4: premarket identification: unknown / not provided. H4: device manufacturer date: unknown / not provided. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A4: patient weight: unknown / not provided. D1: brand name unknown / provided. D4: additional device information: unknown / not provided. G4: premarket identification: unknown / not provided. H4: device manufacturer date: unknown / not provided. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
During placement, the driver got stuck in the implant and it was impossible to disengage it. The doctor therefore had to remove the implant and place a new one in order to complete the procedure.